Event description:
It was reported that the patient underwent a surgical procedure to reposition the pump component of this inflatable penile prosthesis (ipp) to allow for easier access. All components of the ipp remain implanted and in use. No patient complications were reported. A supplemental report will be submitted should additional information be received.